Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the plasma blade system touched the end of the arthroscope and causing damage to the arthroscope resulting in conversion to open procedure.

Event description:
It was reported that the plasma blade system touched the end of the arthroscope and causing damage to the arthroscope resulting in conversion to open procedure.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: damaged lens resulted in conversion to open procedure probable root cause: poor mate between cannula and endoscope (i.e. Speedlock or j-lock feature) poor fit between endoscope needle and cannula use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.